Event description:
I had a revision of my right hip on (B)(6) 2009 due to a very faulty job done by a previous surgeon. My new surgeon went in and replaced everything but the stem using wright medical parts which the original surgeon had used. This was not a company he had ever dealt with before but wanted to keep the parts the same. Over the next year, I had several dislocations due to corrections that needed to be made to fix the errors from the initial surgery. My implant started squeaking and clunking, my surgeon decided to check my blood metal levels just to make sure they were ok. As it turns out they were off the charts for both chromium and cobalt. I got these results on (B)(6) 2010 and was scheduled for a revision on the (B)(6) 2011. My surgeon said they got in right in time. There was a pseudotumor growing around the implant that was filled with approx 500 cc's of brownish reddish liquid and the tissue around the implant was grey, my body was rejecting the implant. There was also black sediment found around the site of the implant. I have contacted wright medical about this but have heard back from no one and I am very concerned about the long term effects of the metals in my system.